Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that there was poor communication on the recharger (insr). The patient reported that he couldn¿t turn stimulation on/off or recharger. The patient reported that he just got the reposition antenna screen. The patient reported that he lost his patient programmer and had been using the insr to turn stimulation on and off. The patient reported that he checked the insr antenna and it was plugged in. The patient reported that he did a hard reset and that didn¿t resolve the issue. The patient reported that it had been a week or better since the last time he was able to successfully charge his device. The patient repositioned the antenna during the call and reported that he was still getting the reposition antenna screen. Additional information was received from a patient. It was reported that patient has not used his implant in approx 4 months. When he was using it, it was not working correctly, now he has lost his programmer and charger. Patient stated he wants them replaced or his implant taken out. Patient also stated he was in rehab for broken leg. Patient had poor telemetry or no telemetry with recharging. Patient said the reason for the call was to know how long the ins can be in his body and how long he has had the device. Patient stated his devices were not working good anyways. Patient stated the recharger was not or could not find the ins anymore. Patient stated this happened to him one other time "battery ran down" where someone from manufacture came out and get the ins charged up. Patient stated the last time they were able to successfully charge their device was at least 6 months ago. Patient stated he knows the ins is not charging now. Patient stated part of the problem it is not charged is because he was getting "so so results". Patient stated he would quit using it for a while and then would say it is better than nothing. Patient stated it always took him 3 or more hours to charge ins. Patient redirected to hcp to discuss possible overdischarge. Patient stated he has pain in his lower legs and his feet. Patient stated the stimulation barely touches his feet. Patient stated the stimulation is in his upper leg where the pain is not and is lower leg and feet get minimal results. Patient stated at this point his pain is so bad he wants to get the ins up and going again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Patient also stated that a pain doctor thinks when the health care professional (hcp) put the device in him that he did not implant the leads down enough. Patient stated he is on heavy pain medication.